Event description:
Related manufacturer reference number: 3006705815-2022-16252. It was reported the patient experienced ineffective stimulation due to a lead fracture. Following the lead procedure, the second lead had high impedances and was believed to be a possible fracture. Surgical intervention took place wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
(B)(6). Date of event is estimated. A patient had a lead revision was reported to abbott. It was determined the leads were fractured and one lead showed high impedances. As a result, both leads were explanted and replaced. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.